Manufacturer narrative:
Investigation: our quality engineer inspected the samples provided. Bd received a total of 33 nexiva 22ga units within sealed packages. 26 units were from lot number 9046998, 1 unit from lot number 8214827 and 6 units from lot number 8334526 all inside a shipper. All components were within the packages were intact. Through the visual examination, damage was not observed on any of the units. A functional test was performed where all units were disengaged in accordance to the IFU. There was no resistance felt during the functional test and all units retracted successfully. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. DHR: 9046998: 1 non-related qn (B)(4) ¿ mixed product) was initiated during production. Disposition, root cause and corrective actions were applied per control plan. A non-related finding on the DHR was discovered. Qe was notified of incident. 8214827: 2 non-related qns (B)(4) ¿ ster. Load time & (B)(4) ¿ mixed product) were initiated during the built of this lot. Disposition, root cause and corrective actions were applied per control plan. 8334526: 4 non-related qns were initiated during production: (B)(4) ¿ ¿falsification¿, (B)(4) ¿ ¿missing inspection¿, (B)(4) ¿ ¿package deformed¿, (B)(4) ¿ ¿failed challenge¿. 1 potentially related qn (B)(4)¿ ¿difficult retraction¿) was initiated. Disposition, root cause and corrective action were applied per control plan (on all qn¿s).

Event description:
It has been reported that the bd nexiva single port 22ga 1.00in (0.9 mm x 25 mm) has been found experiencing two occurrences of needle retraction issues during use. The following has been provided by the initial reporter: it was reported that needle did not retract. Per email: customer called in about a needle not retracting # 383512.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd nexiva single port 22ga 1.00in (0.9 mm x 25 mm) has been found experiencing two occurrences of needle retraction issues during use. The following has been provided by the initial reporter: it was reported that needle did not retract. Per email: customer called in about a needle not retracting # 383512.